Event description:
It was reported that a maginify-s spacer with ha coated screws were placed anteriorly. The patient was then flipped to place the creo pedicle screws posteriorly and while inserting one screw, it subsequently pushed out one of the screws securing the spacer.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not returned for evaluation as it remains in the patient. Based on the available information, the creo screw functioned properly but impacted the magnify-s anterior screws upon insertion. The most likely cause of the reported issue is due to insertion technique.